Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of six for the same event, reference reports 0001032347-2017-00459 through 0001032347-2017-00463.

Event description:
The patient reported she is looking for a lawyer right now to sue the surgeon because the surgeon said that the only option is to re-do the surgery with custom implants which made her question why he didn¿t suggest that initially. She is in a lot of pain and can barely open her mouth and eat.

Event description:
It was further reported that the patient is experiencing difficulty opening her mouth wide and eating. The patient reports seeing two different surgeons for this issue with no medical intervention. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product - zimmer biomet tmj system right fossa component small catalog#: 24-6562 lot #: 642680b; zimmer biomet tmj system right narrow mandibular component catalog#: 01-6545 lot #: 547950d; zimmer biomet tmj system left fossa component small catalog #: 24-6563 lot #: 646140a; zimmer biomet tmj system left narrow mandibular component catalog #: 01-6546 lot #: 499260a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two and a half years ago, the surgeon offered revision vs rehabilitation and the patient wants to explore the dental rehab route. A consult was provided. The patient is still experiencing problems opening her mouth wide and eating. There has been no medical or surgical intervention provided to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient experienced l marg branch and l frontal weakness days after implantation, joints and direction of ramus prosthesis in good position. May 2017 patient reports she's looking for a lawyer to sue the surgeon because the surgeon said the only option is to re-do the surgery ] with custom implants, which made her question why that wasn't suggested initially. She's in a lot of pain and can barely open her mouth and eat. June 2018 patient reported she was very frustrated because she can't talk well or open her mouth and her face is numb. She has bad cramps and her jaw feels frozen. June 2021 bilateral tmj replacement without acute CT abnormality. October 2021 patient not able to fully open mouth, biting lower lip, lower incisors traumatized her palate, tenderness at temples, no dental care due to limited mouth opening. Exam: mio~20 (maximal interincisal opening), deep bite >90, oj-10mm(overjet, type of malocclusion), uneven occlusal plane in the maxilla (ill-fitting kenndy class I), #8/9 flared with grade 2 mobility. March 2024, tmj tracking follow up phone call with patient, patient stated she is having problems opening her mouth wide and eating. No suggestions from doctor regarding type of treatment. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00459-1, 0001032347-2017-00460-1, 0001032347-2017-00461-1, 0001032347-2017-00462-1, and 0001032347-2017-00463-1.

Event description:
The patient provided an update, she stated she is very frustrated because she can't talk well or open her mouth; her face is numb and she has bad cramps and her jaw feels frozen. She has not had a revision to replace the joints with custom joints. No additional patient consequences were reported.